Event description:
It was reported that noise was reported on the implantable cardioverter defibrillator (ICD) that appeared on all channels simultaneously. The noise was sensed and led to mode-switching to atrial tachy response. Technical services recommended further review of the device settings. The ICD remains in service and no adverse patient effects were reported.